Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The locking lever was broken and loose, causing it to not hold the scope connector properly. No image was displayed on the 180 scopes using test scopes gif-q180, gif-h180 and bf-p180, which was caused by faulty patient board sets. Front panel labels (serial, model and caution, attention) were faded and not legible. There was a dent on the top cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the scope adapter on the evis exera iii video system center was compressed and loose and no pictures were being displayed. This was observed during preparation for use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a device history record (DHR) review. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Although the root cause is could not be identified, based on the results of the investigation, it is likely that the following led to the malfunction: - failure of the substrate board. - faulty video connector. This issue is addressed in the instructions for use (IFU): - ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ - ¿do not wipe the external surface with hard or abrasive wiping material. The surface will be scratched.¿ olympus will continue to monitor the field performance of this device.